Event description:
Did not stop the abnormal postpartum uterine bleeding, it did not work [device ineffective]. Case narrative: this initial spontaneous report originating from the united states, was received from a clinical account specialist(cas) on behalf of physician (provider) referring to a non-pregnant female patient. The patient was multiparous. The patient's concurrent condition included hospitalization, obesity, blood loss, and historical condition included augmented vaginal delivery, pregnancy. Her concomitant medication included hemabate and methergine. Her estimated blood loss prior to device usage was 500 cubic centimeter. This report concerned 1 patient and 1 device. On an unknown date, the patient underwent vacuum-induced hemorrhage control system (jada system) approximately 10 minutes postpartum, (also reported as with in one hour) via intrauterine route (lot# and expiry date were not reported) placement, by the provider for abnormal postpartum uterine bleeding (postpartum haemorrhage). However, did not stop the abnormal postpartum uterine bleeding, it did not work (device ineffective). After, the vacuum-induced hemorrhage control system (jada system) use, the patient was treated with bimanual exploration with removal of clot; bimanual massage; thrombotic to control the bleeding. To rate the satisfaction with vacuum-induced hemorrhage control system (jada system) usage, on a scale of 1 to 5, where 1 is disagree and 5 is strongly agree, the physician rated 2. It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. Upon internal review, the event of device ineffective was determined to be serious as it required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.